Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that error 1162 occurred against arm 1. The intuitive tech support engineer (tse) confirmed that error 1162 occurred against arm 1 in the system logs. The intuitive tech support engineer (tse) advised to reinstall the cannula several times and perform a hard power cycle and emergency power off (epo) of the patient side cart (psc), but the error persisted. The tse explained that they could start the surgery with x3 arms, and that arm 1 requires repair. The caller stated they would consult with the surgeon to see if they could start the procedure with x3 arms. There were no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system and during testing, error 1162 was triggered. The usm was then installed onto a pftp where it failed the led brightness test and checked cannula test due to acsc pca and ffc is not working. Once testing was completed, the acsc pca and cannula mount assembly were aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the acsc pca, ffc and cannula mount assembly were found to be the root cause of the reported event. Intuitive followed up and obtained additional information. Procedure was completed as a three arm setup. There was no patient information.